Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Visual evaluation: device photograph(s) for the device related to the reported event of capsular contracture and crease/ folding of implant was reviewed on 01-aug-20. Visual analysis of the photographs a fully encapsulated device appears to be intact, the gel looks cloudy. Left side labeling. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Additionally healthcare professional reported "creases." Device has been explanted.